Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The stem and x-rays associated with this report were not returned, the head and ball taper assembly were received assembled together. The head and ball taper assembly parts were disassociated. The taper was assessed on an air gauge utilized for production found the product conforming for both the ID and od tapers and to the gauge diameter. A search of the complaint database found no additional reports for the head, ball taper assembly, and stem part and lot number combinations. Provided information states the patient was pushed and grabbed a railing and the humeral head/taper disengaged from the stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised to address loosening. Humeral head and taper disengaged from stem.